Event description:
Pt augmented 1970 with silicone gel mammary implants (no info available). Pt has grade iii capsular contractures with abnormal shape. In 2005 - pt underwent bilateral capsulectomy with implant removal - implants were intact within the capsules.